Event description:
It was reported that the surgeon removed a rejuvenate stem from pt's left side due to extreme pain. Surgeon replaced with a zimmer stem.

Manufacturer narrative:
It was noted that the devices are not available for eval. Add'l in has been requested and if rec'd, will be provided in a supplemental report.